Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the surgeon used the grasper on tissue and the first time it worked fine. He unclamped it and went to grasp the gall bladder. It couldn't be done because one half of the jaw of the grasper had broken off in the pt. It took one hour to locate the broken piece which had migrated down underneath the uterus. A c-arm x-ray was used and the pt was exposed to 18 seconds of radiation and it was necessary to decompress the bladder for better visualization to find the broken piece. Significant uterine and ovarian manipulation was done in order to access the broken piece of grasper. It was eventually found and taken out of the patients abdominal cavity. The gallbladder was noted to be necrotic, thus making retraction difficult.

Manufacturer narrative:
(B)(4).